Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) instrument stopped working and could not be controlled. Upon inspecting, the instrument was found to have a broken wire. The procedure was completed with no reported injury. There were no delays in procedure. Isi followed up with the initial reporter and obtained the following additional information: the instrument remained static. The instrument did not move with uncontrolled motion. The instrument stopped working hence, customer replaced it.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.